Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were seized together. The surgeon was finally able to release the cup and implant into the pt's acetabulum.